Event description:
Rn was opening a foley kit to place a foley catheter for a surgery. Upon opening the foley kit, she visualized a long dark hair within the kit. The kit was immediately removed from use, and another kit obtained for the foley placement. If there is a foreign object identified in a sterile supply, we are to assume that the sterility is compromised and err on caution and not use the item.